Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with smartablate pump tubing where it was noticed that residue was present inside the tubes. The complaint product was inspected, and bits of black material were found embedded into the drip chamber. No floating particles were found in the tubing itself. The black material is too small for ftir analysis. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint is confirmed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Even though the product has been returned, the lot number is unavailable as the original packaging which has the lot number is unavailable at this time. Since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information is unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with smartablate pump tubing where it was noticed that residue was present inside the tubes. Prior to the case, residue was found inside the tubing, so it was not used. No patient consequences were reported. Multiple attempts have been made to obtain clarification to this complaint, however, no further information has been made available. Foreign material in the tubing set increases the chance for embolism or stroke. As a result, this event is MDR reportable. The suspected device was returned to biosense webster without its original packaging, which contains the lot number. After follow up with the cas, we are unable to determine the lot number of this tubing set. Because the lot number cannot be verified, this pi will investigate the smartablate tubing set with an unknown lot number. The awareness date for this complaint is 9/2/2016, as that is when biosense webster became aware of the extra product returned.